Event description:
It was reported that erosion, and subsequent pocket infection occurred. The patient's implantable pulse generator (ipg) and associated leads were explanted. No further patient complications have been reported as a result of this event. The leads tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product event summary #the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4024-58 lead implanted: 1996 (B)(6). (B)(4).